Event description:
A healthcare worker in the sterile processing dept handed a tray to an operating room worker in which the tape had not turned to indicate sterilization of the instruments had occurred. The worker said since the tray was warm, she thought the instruments were sterilized, which were subsquently used on a pt during a laparoscopic procedure. The drs were notified of the error, and the pt received prophylactic antibiotics.